Event description:
A patient from emergency room (ER) was brought to intensive care unit (ICU) on an ER bed with an airslide (lateral transfer device). The airslide was inflated, but prior to the transfer a plastic piece flew off from the valve connecting the hose from the pump to airslide mattress. The plastic part narrowly missed the face of ICU nurse. Simultaneously, the seam joining the top and bottom layers of the airslide split resulting in a sudden air loss. There was no patient adverse event, but nurse was nearly struck by flying plastic part. The airslide was damaged at the valve. The split in the seam was approximately 12.5 inches.an investigation of incident suggested that nurse turned on the pump by pressing the on (green) button and continued to hold the button. This caused the pump to continue pumping even after full inflation was achieved. Continuing to hold down green button overrides the automatic shut off that is activated by the pressure sensor.we suggest the manufacturer should change the label to provide warning of hazard associated with holding green button down.======================manufacturer response for patient transfer and repositioning device, airslide (per site reporter)======================manufacturer's representative was notified by phone and was at the hospital within 3 hours. Hospital personnel and manufacturer's representative jointly concluded that there was an error in use that might have been prevented by better label and/or in-service.